Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 -5.0/2.5/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Refractive change over time was observed. Lens was repositioned on (B)(6) 2021 which resolved the problem. On (B)(6) 2024, status of eye was reported as "lens off axis" and problem not resolved. Plan to exchange for a longer lens. Cause of event was reported as unknown.

Manufacturer narrative:
(B)(4).